Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 437 mg/dl at the time of the incident. The customer used was given manual injections to treat. The customer was wearing the insulin pump during the incident. The caller stated the pump was under delivering as the customer went from 180 mg/dl to 437 mg/dl in one day without getting any alarms or alerts from the pump. Troubleshooting was not completed. The caller stated the customer was ill prior to the high incident. The insulin pump will not be returned for analysis.